Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device printer was printing gibberish. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device printer was printing gibberish. A technical support specialist (tss) identified that the issue was similar to a previous case where the device printer was printing gibberish or wingdings characters. It was recommended to schedule approximately one hour of downtime to reinstall the printer driver, reboot the system, and validate printer output. As there was no follow up or response from the customer, the case was proceeded for closure at this time. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device printer was printing gibberish. However, there were no delays or adverse events or injuries reported based on this event.